Manufacturer narrative:
Occupation ni equals lay user/patient. The event occurred in (B)(6).

Event description:
The customer complained of two occurrences of questionable results from their coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. This medwatch will cover strip lot 33449912. For information on the unknown strip lot refer to the medwatch with patient identifier (B)(6). At 10:35 on (B)(6) 2018 the result from the meter was 2.1 inr using an unknown strip lot. Within 1 hour the laboratory result was 2.74 inr. At 10:46 on (B)(6) 2019 the result from the meter was 2.2 inr using strip lot 33449912. Within 1 hour the laboratory result was 2.90 inr. The customer's therapeutic range is 2.5 - 3.0 inr. The unknown test strips are not available for return as the customer no longer had any test strips available. Test strip lot 33449912 has been requested for return. Relevant retention test strips (lot 334499) were tested in comparison with the master lot coaguchek xs pt at roche mannheim. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation is currently ongoing.

Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range 2.9 - 3.7 inr): qc 1: 3.1 inr, qc 2: 3.2 inr, qc 3: 3.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
The customer's wife initially provided the information about the questionable inr results.